Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: tmj system right narrow mandibular component catalog #: 01-6545 lot #: 747600, unknown screws catalog #: ni lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00519.

Event description:
It was reported by the patient she is experiencing soreness, discomfort, and a ringing in her ears. She advised her bite had to be adjusted at least three or four times over the past few months. They took her bite down on the opposite side of the implant by grinding the teeth down and her dentist gave her a new bite plate for night time. She takes valium to help her sleep and extra strength tylenol for the soreness. The patient also stated in regards to follow-up with her surgeon, that her surgeon is retired and she hasn't been to the facility for follow-up. No additional patient consequences were reported.

Manufacturer narrative:
No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. For aforementioned reasons, and due to the fact that pain is a relative condition, the complaint cannot be verified and the most likely underlying cause of this complaint cannot be determined. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: facial swelling and/or pain. Ear problems. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Additional treatment may be required including but not limited to extended physical therapy, bite splint, dental braces, and/or orthognathic and reconstructive surgery. The manufacturing history for the tmj components was reviewed and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the part number and lot number of the devices involved in the event are unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00519-1.

Event description:
This follow-up report is being submitted to relay additional information.